Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was removed and the procedure was completed with a different device. There were no reported complications nor injuries were reported and the patient condition was good.